Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (12500mcg/ml at 3853mcg/day) and bupivacaine (20mg/ml at 6.1mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was bothering the patient's ribs. The pump locations was the only issue. Surgical revision of the pump occurred on (B)(6) 2019. The hcp adjusted the pump pocket position and was resolved. The patient was "alive - no injury." There were no further complications reported at this time.